Manufacturer narrative:
The technician found that the right siderail latch tube in the up position and the rest of the siderail in the down position due to the latch tube ratchet rivet breaking. He replaced the siderail ratchet rivet to repair the stretcher.

Event description:
Information received indicates the siderail will not latch.